Event description:
The patient reported he developed a red itchy rash above and below the stoma under both the mass and the tape collar. After consulting with his physician, the patient incorporated a protective barrier wipe into his application routine. The patient reported no improvement in his condition with the change in application. No further information was provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR